Event description:
It was reported that this single chamber aai pacemaker exhibited farfield oversensing of ventricular signals on the atrial channel. Right atrial (ra) sensitivity was changed to fixed 0.75 mv, and p-waves were 4-6 mv. Technical services (ts) discussed troubleshooting options and programming considerations. It was recommended to measure the farfield signal on the stored event via programmer and adjust ra sensitivity accordingly. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.